Manufacturer narrative:
(B)(4). The (product) was returned for eval. Macroscopic inspection confirms plate disassembly at ratchet spring interface; the ratchet spring is missing and is not available for analysis. Optical inspection of ratchet spring retention pocket reveals witness mark of ratchet spring on outside edge of pocket. Examination of ratchet spring catch features identifies material deformation at the "fully open" position catch feature, suggesting the implant may have failed due to tensile overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt was undergoing an anterior cervical discectomy and fusion at levels c5-7. During insertion of the bone screw, the plate torqued and came apart. The plate was removed from the pt and another plate was used in its place. No pt complications were reported.